Manufacturer narrative:
Pump alarmed radio frequency failed self test alarm during self test due to faulty electrical component / radio frequency board. Pump unable to connect to carelink software due to radio frequency failed self test alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump could not load into carelink and carelink pro. Alarm history showed that insulin pump received radio frequency failed self test alarm. Insulin pump would need to be replaced. No further information provided.